Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, a diagnostic anomaly was observed. Upon interrogation, it was noted that the print episode check box in the selected reports menu was grayed out despite several episodes being selected for printing individually. The clear diagnostics button in the wrap-up overview could not be selected either. Device session was ended and episodes were printed successfully from archived session record menu. The clear diagnostics button issue was resolved successfully by performing firmware download. Device was re-interrogated and reprogrammed as desired. The patient will continue to be monitored with regular follow-up. The patient was stable throughout the device interrogation.